Manufacturer narrative:
Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement tests or verify low battery, bad battery and battery out limit alarm due to failed battery test alarm.

Event description:
The customer's father reported via phone call that the insulin pump had failed battery test. Customer also had blood glucose of unknown. Troubleshooting was done for failed battery test alarm. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will be returned for analysis